Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in-clinic, two increased, out-of-range impedance values were noted on the right ventricular (rv) lead. Provocative testing was performed and revealed no abnormalities. The physician alleged rv lead damage, although it was not confirmed. The patient was stable.